Event description:
A technician reported a case of 'epi break' during flap creation on a right eye, and subsequent case was aborted. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).